Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 05/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 146mg/dl and 127mg/dl fasting. Reviewed meter memory: (B)(4). Customers concern: with 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 05/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 146mg/dl and 127mg/dl fasting. (B)(6). Customers concern:with 140mg/dl. No adverse event reported.